Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury

Event description:
The user facility reported an 82-year-old female in st elevated myocardial infarction with a large anterior myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support the patient experienced limb ischemia. There was no distal flow to the limb. Impella reposition unit was wired and pulled back and angioseal was deployed next to the impella catheter. Distal pulses restored, the patient remained on support.

Manufacturer narrative:
The investigation into the reported limb ischemia been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.